Manufacturer narrative:
Getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top used with 115001a0 alphamaquet table column. As it was stated, the incident occurred during the transfer of the table top onto the column. In the lithotomy position, a collision occurred between the back plate and receiving pockets. Following the pressing of the "up" button on the remote control, the loud cracking noise was heard from underneath and the table top tipped in the direction of the foot end. According to the provided information, the staff managed to prevent the anesthetized patient from falling from the table top. Following the incident, the device was no longer operational and the patient was transferred onto another operating table top. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top creating a risk of patient fall, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the devices were being used for the patient¿s treatment, and thus were also directly involved with the reported incident. As the table top malfunction was found, it was considered that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no serious injuries to a user nor to a patient or operator when this particular malfunction occurred. The complaint investigated herein is a single and isolated case. The affected getinge device has been evaluated by the company¿s service technician. The technician confirmed the malfunction of the table top. The back plate was broken. The technician pointed out that the malfunction occurred as a result of incorrect operation. The repair was not performed by getinge per customer's decision. In the instructions for use (ga 1150.30 en 09, page 10), the user is informed about the danger resulting from incorrect use. The user shall be absolutely sure to follow the operating instruction(s) for their operating table system. The user is also warned (ga 1150.30 en 09, page 14) about collisions between accessories, the operating table, the table top and the patient, which can occur when adjusting or moving the operating table or table top. The user shall observe the adjustment procedure and avoid collisions. In summary, based on all available information it has been established that the root cause for the unintended movement of the table top creating a risk of the patient¿s fall, was most likely related to the user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h4 device manufacture date and h6 medical device / problem code fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b5 describe event or problem: on 21st july 2023, getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, the incident occurred during transfer of the table top onto the column. Following the pressing of the "up" button on the remote control, the loud cracking noise was heard from the underneath and the table top tipped in the direction of the foot end. According to the provided information, the staff managed to prevent the anesthetized patient from falling from the table top. Following the incident the device was no longer operational and the patient was transferred onto another operating table top. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table top creating a risk of patient fall, was to reoccur. Corrected b5 describe event or problem: on 21st july 2023, getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top used with 115001a0 alphamaquet table column. As it was stated, the incident occurred during the transfer of the table top onto the column. In the lithotomy position, a collision occurred between the back plate and receiving pockets. Following the pressing of the "up" button on the remote control, a loud cracking noise was heard from underneath and the table top tipped in the direction of the foot end. According to the provided information, the staff managed to prevent the anesthetized patient from falling from the table top. Following the incident, the device was no longer operational and the patient was transferred onto another operating table top. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top creating a risk of patient fall, was to reoccur. Previous h4 device manufacture date: 10/01/2006. Corrected h4 device manufacture date: 09/26/2006. Previous h6 medical device ¿ problem code: mechanical problem/unintended movement//3026. Corrected h6 medical device ¿ problem code: mechanical problem/unintended movement/unintended collision/1429.

Event description:
On 21st july 2023, getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top used with 115001a0 alphamaquet table column. As it was stated, the incident occurred during the transfer of the table top onto the column. In the lithotomy position, a collision occurred between the back plate and receiving pockets. Following the pressing of the "up" button on the remote control, a loud cracking noise was heard from underneath and the table top tipped in the direction of the foot end. According to the provided information, the staff managed to prevent the anesthetized patient from falling from the table top. Following the incident, the device was no longer operational and the patient was transferred onto another operating table top. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top creating a risk of patient fall, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 .event site name: (B)(6). E1. Event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 21st july 2023 getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, the incident occurred during transfer of the table top onto the column. Following the pressing of the "up" button on the remote control, the loud cracking noise was heard from the underneath and the table top tipped in the direction of the foot end. According to the provided information, the staff managed to prevent the anesthetized patient from falling from the table top. Following the incident the device was no longer operational and the patient was transferred onto another operating table top. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table top creating a risk of patient fall, was to reoccur.